Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. Technical support decided to send a replacement tandem cable and wall adapter, advising the customer to contact their healthcare provider for backup therapy if the battery depleted before the replacements could be utilized.